Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A doctor reported being unable to track the patient's eye due to an anterior chamber bubble. After a short delay, the bubble was cleared and the surgeon completed the treatment. Upon follow up, that patient is reported to have a very small eye which caused the gas to create bubbles. The surgery was completed with no other issues once the bubbles went away.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Bubbles interfere with the eye tracker system of the excimer. The manufacturer internal reference number is: (B)(4).